Event description:
It was reported that a bad plunger lever event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no significant physical damage to the pump. Customer?s reported issue was duplicated. Right flipper is not being detected when plunger is fully extended but does read when it is not. The root cause of the reported issue was determined to have been caused by the plunger cable not working as intended. Actions taken to mitigate the reported issue: replaced plunger cable. UDI information is unknown.